Event description:
The account alleged that when the patient position module alarms, it was not sending a bed exit call to the nurses station. There were no injuries.

Manufacturer narrative:
The account replaced the scale board and the sidecom board to resolve the issue with this bed.